Manufacturer narrative:
Upon further review, was corrected to reflect the information received.

Event description:
Physician reported "left implant was completely ripped apart". The device was explanted.

Manufacturer narrative:
The device information has been corrected to reflect information received.

Event description:
Physician reported "left implant was completely ripped apart". The device was explanted.

Manufacturer narrative:
This event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Physician reported "left implant was completely ripped apart". The device was explanted.